Manufacturer narrative:
On 6/13/2019, the investigation was completed. According to the information provided, the patient experienced a rupture on the left breast implant. However, it was not possible to perform a proper product investigation since the implant was not returned. Nonetheless, the customer provided some pictures of the actual implant involved in the complaint. Based on the pictures, the implant appears ruptured. The complaint was confirmed. No further investigation can be performed at this time. Rupture, as indicated in the IFU, is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side rupture. Concomitant products: right side 225ccmentor memorygel breast implant cat#: 3507225bc; serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent reconstructive breast surgery with a 255cc mentor memorygel breast implant and was presented with breast implant rupture on her left side confirmed by MRI. As a result, the device will be explanted on (B)(6) 2019.